Event description:
Multiple syringe and needle failures were reported by nurses at various clinics during flu vaccinations. High dose flu vaccine pre-filled syringes (lot number 409166) experienced issues: needles fell off syringes before safety deployment and during the capping process. Terumo 25-gauge 1-inch needles (250312e) displayed recurring safety device failures: needles did not engage with the safety mechanism properly and remained on the syringe. Device details: manufacturer: terumo, model: 25 gauge needle, lot: 250312e.